Event description:
I am using the freestyle, libre 3 blood glucose sensor because I am an insulin dependent diabetic with no pancreas. They are frequently defective and have to be replaced. In the last three days, I have communicated both orally and in writing with at least a half dozen people at abbott laboratories, and they have failed to deal with the problem or get me a replacement, despite various documented lies that they told me, including an initial statement at the time of my first report that they had expedited a shipment of a replacement to me. Two days later, when it did not arrive, I was advised that no shipment had ever been authorized, because I had not provided required information, which was itself a lie. I also communicated with them on facebook messenger back-and-forth. They kept asking me the same questions over and over again, many of which were answered in the texts I sent, but I made no progress. I warned them fair and square that I would file a regulatory complaint if they didn't pay attention, and they still kept sending me apologies and asking for the same information that I had previously provided. They also told me on sunday that their voucher program that would've allowed me to go to the pharmacy and immediately get a replacement had been abandoned. However, that turned out to be a lie because two days later, after complaining to at least a half a dozen people, guess what? They emailed me a voucher for an immediate replacement. Needless to say, I have the voucher, which is documentary proof on tuesday that they had lied to me on sunday. I am perfectly capable of taking care of myself on this issue, and it hasn't caused any personal problems, but I will guarantee that there are a lot of elderly people who can't do that and I am going to fight for them. If you want to contact me, my telephone number is (B)(6) as my home landline or (B)(6) as my cell phone. My email address is (B)(6). I would be happy to send you the communications on facebook messenger if that would be helpful, but I have to figure out how to print them. I will provide it later.